Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/20/2012, electrode belt 07/09/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was in the emergency room at the time of passing. Review of the download data, indicates the patient received five shocks in response to intermittent nonsustained ventricular tachycardia (nsvt). The device was start up on (B)(6) 2019 at 08:01:58. The device detected bradycardia status from 11:19:17 to 11:19:36. Arrythmia was detected four times from 18:24:50 to 18:29:36 when the patient was in an idioventricular rhythm from 90 bpm slowing to 70 bpm with nsvt, tall t waves, and motion artifact. An arrythmia was detected at 18:30:14 when the patient was in an idioventricular rhythm at 80 bpm with tall t waves. Gel was released at 18:33:34. At 18:35:07 the device detected an arrythmia when the patient's rhythm was an idioventricular rhythm at 85 bpm with tall t waves. Another arrythmia was detected at 18:41:05 when the patient's rhythm was in an idioventricular rhythm at 80 bpm with nsvt. The first treatment was at 18:42:18 when the patient's rhythm was an idioventricular rhythm at 90 bpm with intermittent nsvt. The post-shock rhythm was an idioventricular rhythm at 80 bpm. The patient was in an idioventricular rhythm at 85 bpm with intermittent nsvt at the time of the second treatment at 18:42:45. The post shock rhythm for the second treatment was an idioventricular rhythm at 80 bpm. The device detected an arrythmia at 18:45:14 and the patient's rhythm was an idioventricular rhythm at 80 bpm. At 18:48:06 the device detected an arrythmia while the patient's rhythm was an idioventricular rhythm at 85 bpm with nsvt. The third treatment was at 18:49:11 when the patient was in an idioventricular rhythm at 80 bpm with intermittent nsvt. The post shock rhythm was an idioventricular rhythm at 85 bpm. The fourth treatment was at 18:51:17 when the patient's rhythm was an idioventricular rhythm at 95 bpm with intermittent nsvt. The patient's post shock rhythm was an idioventricular rhythm at 85 bpm. There was response button use from 18:51:44 until 18:54:14. It is unclear who was pressing the response buttons. At 18:55:00 the patient experienced a fifth treatment while the patient's rhythm was nsvt with a post shock rhythm of an idioventricular rhythm at 85 bpm with motion artifact. There was response button use from 18:55:21 to 18:55:22. The patient was in idioventricular rhythm at 85 bpm with CPR/motion artifact from 18:55:16 until the electrode belt was disconnected at 19:45:31 on (B)(6) 2019. The patient passed away on (B)(6) 2019 at approximately 20:00:00.